Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter/adapter assembly, needle cover and an opened empty package from material number 381823, lot number 9351630 and three photos. Through the visual/microscopic examination the unit revealed damage to the inner rim at the luer end of the adaptor. A water/air leak test was conducted which consisted of attaching an iso standard testing slip luer to the returned adaptor and then submerging the unit. No leakage was observed from the area of connection between the luer of the adaptor and slip luer. Although leakage was not confirmed with an iso grade luer, the adapter damage could be a contributing factor to leakage in a clinical setting if a non-iso luer is used. The adaptor damage is most likely due to incorrect equipment settings during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked from the adapter during use, which was later found to be deformed. The following information was provided by the initial reporter, translated from japanese to english: "when connecting to an IV tubing, leakage from the adapter was found. The IV tubing was replaced but the leakage recurred. Drug used remains unknown." "Bdj confirmed the catheter adaptor was partially deformed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked from the adapter during use, which was later found to be deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: "when connecting to an IV tubing, leakage from the adapter was found. The IV tubing was replaced but the leakage recurred. Drug used remains unknown." "Bdj confirmed the catheter adaptor was partially deformed."